Event description:
It was reported that a caregiver stated the patient forgot to announce a larger-than-usual meal before eating and instead entered a late meal announcement after finishing, after which blood glucose rose to 306 mg/dl and later dropped to 64 mg/dl. Symptoms included hyperglycemia followed by hypoglycemia. Outcomes included transient high and low glucose with self-management guidance provided. Investigation included troubleshooting and education on appropriate meal announcement timing and corrective actions. Investigation of this case revealed that user operation contributed to the event, with late meal announcement likely prompting excessive insulin delivery after the postprandial rise, and the ilet pump¿s automated correction features were advised to manage missed announcements; oral glucose was identified as a treatment for low glucose. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error regarding late meal announcement timing.

Manufacturer narrative:
Initial.